Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up visit and had no symptoms and no complaints. Myopotential oversensing was observed on the patient's device. Oversensing episodes were reproduced through coughing exercises. Programming changes were successfully made. Patient was stable.